Manufacturer narrative:
An event of fever and painful to touch rash in the right groin area was reported. Also reported that the z-stitch not been removed prior to discharge accidentally. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with procedural condition (z-stitch not been removed prior to discharge accidentally). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The unexpected medical intervention is a result of medication administered (co-amoxicillin antibiotics). There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 20mm amplatzer amulet 2 was chosen for implant with a 14f amulet delivery sheath. Post-discharge on (B)(6) 2025, the patient presented to the emergency department with a fever and reported a warm, red, and painful to touch rash in the right groin area at the puncture site. It was noted the z-stitch had not been removed prior to discharge accidentally. The patient was administered co-amoxicillin antibiotics.